Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer called into philips to report the spo2 and ECG connectors are pushed in. The patient was involved but there was no adverse patient impact.

Manufacturer narrative:
The philips repair bench ordered a replacement measurement connector module (block connector ECG), however, there is a global parts hold. Once the part is received, the device will be returned to the customer.